Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation procedure to treat an atrial fibrillation a polarx balloon catheter was selected for use. A message appeared in the console screen "sn (B)(6): the console detected blood in the catheter". The physician replaced the catheter and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for laboratory analysis.